Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a loose pitch cable due to a loose screw at the clamping pulley axis five. The instrument was installed on an in-house system and driven and exhibited imprecise motion in the pitch direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. The loosening led to a loss of tension in the associated handle cable and attributed this to the fact that the instrument could no longer be controlled precisely. The complaint was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming loose at the distal end. Isi followed up with the initial reporter and obtained the following additional information: the instrument was remaining static (would not move, open or close or resistance to move). There was no injury to the patient.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical w/o lymphadenectomy prostatectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument did not move in the desired direction. The procedure was completing as planned with no reported patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.